Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was 400 mg/dl at the time of hospitalization. The customer stated they were traveling prior to being hospitalized. The customer reported being admitted into the intensive care unit for two days. The customer was wearing the insulin pump at the time of hospitalization. Customer's current blood glucose was 390 mg/dl. The customer reported feeling thirsty from their high. Troubleshooting found a tiny air bubble along the tubing length. It was also found the insulin pump passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.